Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant was removed due to periimplantitis. Tooth location 34.

Event description:
No further event details are available.

Manufacturer narrative:
· The reported product was returned for investigation. · based on the evaluation, device malfunction has not occurred. · DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. · complaint history review was performed for the reported lot number for similar cause and no other complaint was identified. · all sterilization activities were conducted with no nonconformities per sterilization record. · a root cause for the reported event could not be determined. The following sections have been updated: d4-(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.